Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was unknown if the patient was hospitalized for peritonitis. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin 1 g once stat, intraperitoneal amikacin 100 mg daily (duration not reported), and injection reflin 1 g daily (route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on aseptic technique. No additional information is available.